Event description:
Caller reported multiple intermittent occlusion alarms, which caused the customer's blood glucose level to read as "high," indicating a significant increase above normal levels. The customer took corrective action by administering a correction injection through multiple daily injections (mdi) and resolved the issue by changing the infusion set and cartridge. The problem had been occurring for two weeks with multiple occlusion events. The customer did not require assistance from third parties, and they used the same actions to resolve each event. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide.